Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. Blood glucose level was 137 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.